Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant, however, a connection issue occurred at the atrial level: after inserting the atrial lead, the wrench was turned but did not make any clicking sounds. The wrench was turned counter-clockwise to release the lead but the screw ran idle. A wrench from the competition was used to release the lead. The device was returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the connection issue met by the user during the implantation attempt at the atrial level more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot: the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use.